Manufacturer narrative:
(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07687. It was reported that a burr stuck on rotawire. A 1.50mm rotalink¿ plus and a rotawire¿ were selected for use. During procedure, the rotawire was advanced and the burr catheter was inserted towards the target lesion. Ablation was initiated; however, after a few seconds, the burr stopped spinning and became stuck on the rotawire. Both devices were removed from the patient's body and completed the procedure with another of the same burr and rotawire. It was reported there were no patient complications.